Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic after receiving a patient notifier. Upon interrogation, non-sustained rv oversensing episodes due to far p-wave oversensing were observed. Programming changes were made.